Event description:
The device was connected to a pt who was described as in cardiac arrest. Reportedly, the device advised shock but during the resulting defibrillator charges, a charge removed message was observed. Subsequently, the device successfully charged and discharged energy to the pt. Paramedics arrived on scene and diagnosed the pt with an asystolic rhythm. The pt was not resuscitated. The rptr stated the pt outcome was not affected by the report, due to a lack of pt viability.